Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
A little slipped down my throat, accidental device ingestion. For several minutes it was as if I were suffocating, suffocation feeling. I tried using my biotene mouthwash as a gargle, wrong technique in device usage process. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene) mouth wash (batch number unk, expiry date unknown) for upper respiratory tract congestion. Concurrent medical conditions included dry mouth, eye dryness and dry throat. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced accidental device ingestion (serious criteria gsk medically significant), suffocation feeling and wrong technique in device usage process. The action taken with biotene was unknown. On an unknown date, the outcome of the accidental device ingestion, suffocation feeling and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, suffocation feeling and wrong technique in device usage process to be related to biotene. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was reported by consumer via call center representative (email) on 20mar2022. The reporter stated that" I shall be eternally grateful for the biotene range of products. I think I've tried everything out there but biotene is, I find, by far the most helpful. However, even worse than the dry mouth, dry eye etc, is the dry throat. It is frustrating when a non-sufferer says "take a drink of water". If only it were that simple. The water goes down but does nothing to lubricate the throat. The back of the throat becomes stuck together, often at night, and phlegm collects and congeals and becomes impossible to budge. It frequently wakes you in the night because airways have become blocked. On one such occasion I tried using my biotene mouthwash as a gargle one time only. A little slipped down my throat and for several minutes it was as if I were suffocating. I have since read the label and realise I should not have done that but never getting sleep at night really wears you down and you tend to become less cautious."

Event description:
A little slipped down my throat [accidental device ingestion] I tried using my biotene mouthwash as a gargle [wrong technique in device usage process] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received glycerin (biotene) mouth wash (batch number unk, expiry date unknown) for upper respiratory tract congestion. Concurrent medical conditions included dry mouth, eye dryness and dry throat. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced accidental device ingestion (serious criteria gsk medically significant), suffocation feeling and wrong technique in device usage process. The action taken with biotene was unknown. On an unknown date, the outcome of the accidental device ingestion, suffocation feeling and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, suffocation feeling and wrong technique in device usage process to be related to biotene. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was reported by consumer via call center representative (email) on 20mar2022. The reporter stated that" I shall be eternally grateful for the biotene range of products. I think I've tried everything out there but biotene is, I find, by far the most helpful. However, even worse than the dry mouth, dry eye etc, is the dry throat. It is frustrating when a non-sufferer says "take a drink of water". If only it were that simple. The water goes down but does nothing to lubricate the throat. The back of the throat becomes stuck together, often at night, and phlegm collects and congeals and becomes impossible to budge. It frequently wakes you in the night because airways have become blocked. On one such occasion I tried using my biotene mouthwash as a gargle one time only. A little slipped down my throat and for several minutes it was as if I were suffocating. I have since read the label and realise I should not have done that but never getting sleep at night really wears you down and you tend to become less cautious." Follow up information was received from consumer via call center representative (email) on 22apr2022. The consumer stated, "someone has crossed wires somewhere. I have experienced no adverse event from any biotene product. My recent contact with gsk was to request info on any other biotene products available for dry mouth syndrome other than the toothpaste and mouthwash. I have not heard back in that respect so took that to be a negative. Either my request has been mixed up with someone else's or someone has misunderstood my request for info". The clinical event "suffocation feeling" was removed.

Manufacturer narrative:
Argus case: (B)(4).